Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contractures, baker grades unknown, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side capsular contractures, baker grades unknown. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety - product/ procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation observed, on the device. No further actions are required, as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.